Event description:
Additional information received noted that the patient was implanted on 2012-(B)(6) with a new system: battery and leads. The patient was doing well and stim was working in appropriate areas.

Event description:
Additional information received noted that the manufacturer's representative did not see any malfunctions and the explant was not av ailable to be returned to the manufacturer.

Manufacturer narrative:
Extension model 748925, serial# (B)(4), implanted: 2003-(B)(6), explanted: na, extension model 748925, serial# (B)(4), implanted: 2003-(B)(6), explanted: na, lead model 389033, lot# j0322196v, implanted: 2003-(B)(6), explanted: na, lead model 389033, lot# j0322196v, implanted: 2003-(B)(6), explanted: na, programmer model 7435, serial# (B)(4).

Event description:
It was reported that the patient felt stimulation turning on and off starting several months ago. There was no known accident related to the complaint, and movement did not cause stimulation changes. The patient reported that it felt like something was loose. Impedances above 4,000 ohms were seen on some bipolar pairs. The patient needed stimulation going across the leads for back pain coverage, but all combinations going across the leads were above 4,000 ohms. Battery voltage was 3.12 volts. The plan was to try to program around the impedances and talk with the hcp about the next step. Additional information has been requested, but was not available as of the date of this report.